Manufacturer narrative:
Patient medications - casodex, morco, ativan, lopressor, flomax, vitamin d, calcium, dynacin. (B)(4). The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
The patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses on (B)(6) 2017. It was reported by the field sales associate that the endoprosthesis deployed without issue however, while removing the delivery system the leading olive and polyimide tubing separated completely from the catheter. The physician was able to retrieve both from the guidewire. The patient tolerated the procedure without issue.

Manufacturer narrative:
The device was returned to w.l. Gore for evaluation, the device evaluation showed the following: blood was observed on the returned catheter. No abnormalities or damage were observed on the catheter. The polyimide was detached from the delivery catheter at the transition bond. The leading olive remained attached to the polyimide segment. No residue or material from the bond was seen on the polyimide. Based on the findings from the evaluation, engineering was able to confirm the physician¿s observation of the leading olive and polyimide tubing separated completely from the catheter. The cause for the separation of the leading olive and polyimide tubing from the catheter could not be determined with the available information.